Event description:
Event description guidant received information that during a routine follow-up visit, this implantable cardioverter defibrillator (ICD) was unable to be interrogated or elicit tones with the application of a magnet.